Manufacturer narrative:
Additional information: patient information updated. Additional event information received. UDI updated, mfg date updated. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Information received from the site noted there was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A manufacturer representative reported that, while in a cranial biopsy, an imprecision occurred resulting in the site gathering normal tissue rather than a diagnostic sample. A second pass resulted in the same issue. The site then elected to discontinue with the procedure. It was noted that a post-operative image found that the biopsy was outside of the tumor and an open biopsy was conducted. There was a reported delay to the procedure of 45 minutes due to this issue. It was reported that the site was off by one millimeter. No additional information was provided.

Manufacturer narrative:
A software investigation was initiated but was unable to determine probable cause of the reported issue since the investigation proved to be inconclusive based on the information provided.

Event description:
It was noted that the surgery was rescheduled.